Event description:
The facility reported to customer service a pump that constantly keeps turning itself on and off. This event occurred before use. There was no patient injury or medical intervention according to the hospital representative. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.